Event description:
It was reported that "simply a situation of dr. Attempting to take tibial insert and lock it onto tibial baseplate. Felt area was entirely clear of soft tissue etc, but insert did not lock. Another insert was opened of same size 5530-g-509 lot # l90mee and locked into position without further problem. Some damaged caused to insert during removal."

Manufacturer narrative:
Method: DHR, complaint review, dimensional test, visual inspection, functional test. Results: device history review indicated the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review found no other reported event of this nature for this lot number. Visual inspection indicates evidence of attempted insertion into the tibial baseplate. One of the lateral sides of the insert had a crack, likely from removal of the insert from the baseplate. Dimensional test was performed on another device from lot e5amnd, as the returned device was damaged. Dimensional test revealed the dimensions were within specification. Functional tests were performed with the inspected device from lot e5amnd. The device engaged a size 5 tibial baseplate without incident. Conclusion: the exact cause of the event could...